Event description:
Patient noted that their seizure frequency increased over the first 6 months of having the vns device, but went back down after they got used to the vns. No other relevant information has been received to date.